Manufacturer narrative:
Product ID# mc1vr01-delsys product event summary: the full delivery system was returned and analyzed with the device attached. Visual inspection found the flat wire (wire mesh) was found protruding from the delivery system outer shaft. The articulation curve of the delivery system did not meet specification and articulation of the delivery system was out of plane. Visual analysis of the delivery system indicated damage during use. The analyst noted that the delivery system was returned with the device attached. Visual inspection found the flat wire (wire mesh) was protruding from the delivery system outer shaft near the proximal end of the sheath. Visual analysis of the delivery system indicated damage during use. Curve could be applied but did not meet specification of 120 degrees and was out of plane. The articulation button was observed to be loose, requiring it to travel ½ it¿s distance before articulation occurred. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. When tether retaining pin was inserted back into the handle and the tether lock button placed in the ¿locked¿ position, the analyst gently pulled on the tether retaining pin and observed that it did not release from the handle. Manipulating the deployment and articulation buttons had no effect on the tether lock button moving from its ¿locked¿ position. The analyst could successfully deploy and recapture the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID mc1vr01-delsys, serial# (B)(4), use by date: (B)(4) 2019, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was deployed over 10 times and always resulted in low r waves and no capture. The ipg was taken out of the body after 4 deployments and was flushed and checked for clots. After 6 more deployments, the physician asked for a new ipg and delivery system and noted that the tether lock would not stay locked on the delivery system. The lock had to be unlocked, the tether pulled and re-locked several times throughout the case because the tines of the ipg kept deploying slightly from the device cup. The ipg and delivery system were removed and another leadless ipg was implanted. No patient complications have been reported as a result of this event.